Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event associated with defective power module's backup battery (yellow wrench alarm) was not confirmed, as the power module s/n (B)(6) was not returned for evaluation. As a result , the exact cause of the reported event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. To date, the power module s/n (B)(6) has not been returned, and the complaint file will be closed accordingly. If the power module is returned at a later time, the complaint will be re-opened. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module (serial # (B)(6) ) was shipped to the customer on 26jan2021. Heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ and hmii power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Power module has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer communicated a defective power module battery. No further information was provided.